Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff would not hold air and cuff walls felt thinner. It worked initially but after 1 or 2 days the cuff no longer hold the air and must be replaced. Patient was recannulated.